Event description:
It was revealed that the patient underwent a full vns replacement/explantation surgery at an unknown time and the explanted products were sent to another unaffiliated medical device manufacturer, who then provided the products to the manufacturer. During product analysis, the internal generator data indicated that the last greater than 25% change in impedance was on approximately a year and a half prior to the completion of the product analysis with the impedance changing from within normal limits to high impedance. This seemed like it could be the result of a vns surgery, but could be determined from the present data. Lead product analysis was completed. The condition of the returned lead portion was consistent with those that typically exist following explant. No obvious anomalies were noted. Setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. No additional relevant information has been received to date.